Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the laptop 1150 ventilator was charged all night and that when turned on, it immediately shuts down. The reported issue happened during ovp (operational verification procedure). The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation:g3,g6,h2,h3,h6 and h10. Result of investigation: vyaire medical was able to confirm and duplicate the issue. The issue was found caused by charge circuit malfunction on the power board. Replaced power board to resolve the issue and process vent thru service and the unit passed all testing.